Manufacturer narrative:
H3: the device was received for evaluation. The device lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leaks were observed or replicated. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
B3: date of event; occurred in october, day is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the cuff does not inflate. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.